Event description:
It was reported that the patient had an advance sling implanted on (B)(6) 2009. Following the implant, the patient had incontinence that was more than baseline. The advance sling was removed and another continence device was implanted on (B)(6) 2012. The patient's outcome was reported to be "perfect" with "rare leakage."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.